Manufacturer narrative:
Product event summary: the mapping catheter 990063-020, with lot number 217072345 was returned and analyzed. Visual inspect of the mapping catheter indicated the service loop was intact, but the shaft was kinked in multiple places. In conclusion, the reported mapping catheter shaft kink was confirmed through testing. The mapping catheter failed the returned product inspection due to the shaft kink. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, while replacing the balloon catheter the mapping catheter became bent. The mapping catheter was then replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.